Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl; cause was unknown. Soda and candy was consumed to treat bg level. Review of the pump data logs by tandem technical support verified that there was no abnormalities observed in the data which would contribute to the customer's low blood glucose. Recommendation was made to consult with healthcare provider regarding diabetes management.